Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had cuff inflation/deflation issue and showed gurgling and leakage due to the ventilator screen. There was no reported patient outcome.